Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. The ventilator was investigated by our field service engineer on-site and the nozzle units was found defective and replaced which solved the issue. No replaced part has been returned to manufacturer for technical investigation. No log files or service report has been provided. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).